Manufacturer narrative:
The actual sample was received for evaluation. Unaided visual inspection was performed which revealed a loose hair approximately 4.0 inches in length on the inside of the sealed packaging not touching the product. The reported problem was verified during initial inspection. The cause of the condition was due to a supplier contamination issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A hair was observed in the outer bag of a vented high-volume inlet. There was no patient involvement. No additional information is available.